Event description:
New information received notes the lead was explanted and replaced due to patient having unexplained syncopal episodes. It still remains unknown if the episodes were related to the lead noise. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise was noted on the right ventricular lead via stored egms. Range of motion exercises were performed in clinic and noise was not replicated. Patient had occasional syncopal spells and physician wasn¿t sure if they were lead noise related. Programing changes were made. Lead revision was discussed. Patient was stable.

Manufacturer narrative:
Additional information: the distal portion of the lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.